Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 384 mg/dl and ketone level was high. Correction boluses were delivered to address bg. Customer was vomiting and went to the emergency room. Healthcare provider identified ketones as being dangerous (diabetic ketoacidosis - dka). Customer was admitted to the hospital. Intravenous insulin and fluids were administered and elevated bg/dka were resolved. Customer had not been discharged due to an upcoming surgery for an unrelated event. Customer did not know cause of elevated bg; however, while attempting to resume insulin delivery, no insulin was observed exiting the infusion set tubing during the fill tubing step. Multiple cartridges were used. No insulin was observed exiting the cartridge tubing. Customer reverted to using manual injections for insulin therapy. Upon follow up, customer was discharged on (B)(6) 2019 after recovering from the surgery. Bg was stable.